Event description:
During the procedure the inner 20 gauge needle detached in the pt's right upper lobe. The first biopsy went smoothly. On the second pass, the needle was not in the correct spot; the dr repositioned it and noticed that the inner needle had anchored into the lung. X-rays were taken, but the needle could not be found. The pt may have coughed it up or the scope may have suctioned it out. No adverse effect.